Event description:
It was reported that the customer had issues with insulin leaking form the reservoir. Customer's father stated that the issue persists even after the pump has been replaced. Customer has had insulin visible outside of the reservoir twice after the set has been changed. Customer's father stated that they still have 3 boxes of each lot unused at home. Reservoirs will be returned and replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.